Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: "the customer reported that during cataract surgery, there was no aspiration and no vacuum. A corneal burn occurred. The event occurred on the first case on a female patient on the right eye (od). The surgeon noted no aspiration and changed the parameters by increasing aspiration. The surgeon noted that the vacuum was weak. The surgeon noted there was a small corneal wound burn due to lack of cooling the phaco handpiece. The surgery was completed with difficulty. After the case was completed the cassette was replaced and the system was tested. The customer did not notice any improvement. The system was rebooted and the new cassette was re-primed, but still no improvement noted. The surgeon cancelled the rest of his cases. Additional information received noted on the second day the patient's central cornea was a little bit cloudy. The incision site was clear. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase." The system was examined and the company representative was not able to find anything associated with the reported event. However, the company representative replaced the sensor. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The first returned cassette sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The drain bag tape was properly aligned on the cassette cover. No air pockets were observed between the cassette cover and the drain bag tape. The sample was then functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. A review of the device history record (DHR) indicates the order was built to specification. The second returned cassette sample was visually inspected and no obvious defects were found. The sample was then functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. A review of the DHR indicates the order was built to specification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications and the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the equipment was not able to maintain the aspiration and vacuum during a procedure. The parameters were set at higher values but even so the aspiration was not performed and the vacuum was not maintained. According to the reporter, due to lack of cooling of the phaco probe there was a small corneal burn. The cassette was replaced and the equipment tested, but no improvement was noticed. Equipment was restarted and new cassette was primed but it still did not work normally. Surgery was finalized using the manual suction cannula. Additional information provided by the doctor indicated that, on the second day the patient had the central cornea a little bit cloudy, but not on the incision portion.